Event description:
Spontaneous report. Patient reports pump stopped working during last infusion. No interruption to therapy or missed dose as patient was able to complete the remainder of infusion via manual push. No clinical harm/injury was sustained by patient due to malfunctioned pump. Malfunctioned pump is available for return for investigation. Defective pump is being replaced. No additional information is available. The suspect device serial number was not provided by the patient. The following device serial number is currently checked out by the patient for use: (B)(6). Reported to (B)(6) by: patient/caregiver.